Event description:
A report was received that the patient's lead was showing high impedance. The patient underwent a revision procedure wherein it was determined that there was lead fracture. The lead was replaced. The ipg was replaced for an unknown reason.

Event description:
A report was received that the patient's lead was showing high impedance. The patient underwent a revision procedure wherein it was determined that there was lead fracture. The lead was replaced. The ipg was replaced for an unknown reason.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description : precision implantable pulse generator (ipg). The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was showing high impedance. The patient underwent a revision procedure wherein it was determined that there was lead fracture. The lead was replaced. The ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the missing contacts were retrieved from the patient¿s body.

Event description:
A report was received that the patient's lead was showing high impedance. The patient underwent a revision procedure wherein it was determined that there was lead fracture. The lead was replaced. The ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced due to physician's preference. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the paddle lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 23.43 cm from the paddle end of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection found missing electrode # 8 and electrodes # 5, 15 and 16 were partially dislodged from paddle end of lead. The root cause of missing and dislodged electrodes was unknown.